Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire or corrosion was observed. Customer stated that e-9 was observed, also it was observed that reader did not pass test. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. An extended investigation was performed. Visual inspection was performed on the de-cased returned reader and burn marks were observed on the u13 chip. The returned reader was connected to a computer via usb cable insertion. The usage data was extracted and reviewed and command was send using approved software. The usage log states that the device was paired with some sensors and a few more sensor scans were performed. Therefore, this was not an out-of-box issue. Bench testing was performed on the reader. The returned battery voltage was measured using a digital multimeter which is not within the specification range. A known good battery was used for the remainder of testing. The reader was powered on and a self-test was performed, however, the reader failed the self-test. The event log was extracted using command on software and errc 9 event was observed in the lab, which indicates an issue with the ble(bluetooth low energy) chip. The reader was also monitored under a thermal camera during operation and hot spots were observed on u13 and u9. The u9 chip was reflowed however the error 9 message was still observed. The u9 was swapped with a known good and the reader no longer displayed the error 9. The reader passed the self-test. The u13 was still overheating. The u13 chip was swapped with a known good. The reader no longer had hot spots on the pcba. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. The reported complaint of the reader having burn marks was observed. Interrogation of the device revealed that the device was put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty/damaged components and a failing self-test. Therefore, the issue is not confirmed to use due to incorrect adapter used. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported an error-9 message while using their abbott diabetes care device. The product was returned and investigated for the error message, however during investigation burn marks were observed internally. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported an error-9 message while using their abbott diabetes care device. The product was returned and investigated for the error message, however during investigation burn marks were observed internally. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.